Manufacturer narrative:
H3: a representative went to the site to preform system check out. It was reported that the camera was not working and it was displaying an error message and there was an amber light. It was noted that there were parts replaced and the system check out was completed. (B01,c07,d02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot/serial #: (B)(6). H3) the camera was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. A check of the event log for the returned positioning sensor unit (psu) showed intermittent firmware incompatibility dating back to (B)(6) 2021. There was also a bump detected on (B)(6) 2021 and the storage temp was exceeded on (B)(6) 2021 (today) even though the psu was in house and under normal conditions. The psu failed an accuracy test (aak) at .58 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735821, lot #: unknown, UDI #: unknown, ubd: unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system displayed "localizer faulted". The ndi toolbox was checked and it showed a bump fault. There was no patient involved. Additional information was received. It was noted that there have been no reports of trauma to the camera. There were no signs of physical trauma to the camera upon visible inspection. Due to this, there did not appear to be any negligence that lead to the bump sensor being triggered.